Event description:
It was reported that, as per dr (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests, MRI and revision.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.